Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/12/2016. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Which suture was used? Product code nw2670 (vicryl 6/0) or nw2301 (vicryl 8/0)? Was any medical intervention needed? What was the date of the initial procedure? What was the initial procedure? What tissue was the suture used on? How was the suture placed (interrupted or continuous)? Was any deficient noted in the suture during procedure or after the post-operative suture breakage?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the suture was used. On day one following the procedure, the patient experienced post-operative suture breakage. Additional information has been requested.